Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced infusion site reaction event on an unknown date. The patient experienced spots that looked real inflamed kind of looks like cellulitis at the insertion site. The patient had been breaking out in a rash and wore it for about 3 weeks. The patient used steroid cream as a treatment. No further information available.